Manufacturer narrative:
Patient information was requested, but no response received.

Event description:
The customer reported that the ventilator went vent inop with over voltage protection circuit failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.